Event description:
It was reported that impedance readings of >4000 ohms was reported on all unipolar leads. The patient was reported to be receiving no stimulation and replacement of the implantable neurostimulator and leads was planned for a future date.

Manufacturer narrative:
Lead model 3888-28, serial # (B)(4), implanted: 1999-(B)(6), explanted: unknown, programmer model 7434a, serial # (B)(4), extension model 7495-51, serial # (B)(4), implanted: 1999-(B)(6), explanted: unknown.